Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
It was originally reported that the pt was not able to adjust stimulation. The message "call your doctor" icon displayed. An out of regulation (oor) occurred. The ins could not deliver the requested program due to power limitation. The pt was able to decrease stimulation and the message was cleared. The company rep confirmed that there were bad impedance on all the leads. Both of the leads were replaced. The pt was able to use her ins and was satisfied. She was not harmed and was receiving paresthesia in all the correct areas.